Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the report of a pump stoppage associated with a low flow alarm. Although a specific cause for the pump stoppage event could not be conclusively determined through this evaluation, the interruption in pump function appeared consistent with a potential driveline wire compromise and the center treated the patient in accordance with driveline wire damage. The submitted system controller log file data showed that a transient low speed/pump stoppage event occurred on 22oct2019 at 2:27 am, resulting in low speed advisory/hazard and low flow hazard alarms. The abnormal pump operation was also associated with significant elevations in pump power peaking at 13.1 watts. The interruption in pump function occurred while the system was connected to the mpu and could be indicative of a potential driveline wire compromise; however, potential driveline wire damage could not be confirmed as the device remains in use. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was woken by a low flow alarm followed by a pump stop. The patient was sleeping on wall power and was asymptomatic during the event. The patient presented to the emergency department for evaluation and x-ray images were obtained. Log file analysis observed the pump stop while the device was connected to the mobile power unit. This was indicative of issues with the percutaneous lead. X-rays were submitted and appeared unremarkable. The patient was kept overnight for observation and discharged with an ungrounded cable. No further information was provided.